Event description:
06/30/2022, our company representative reported an hcp who stated patients had experienced protrusion after molded pdo threads were implanted. Numerous attempts to gather information from the hcp were made unsuccessfully over four months until 10/19/2022 when hcp explained three patients had pdo threads implanted on (B)(6) 2022, threads extruded, and had to be removed two weeks post-treatment. Hcp confirmed the patients were doing completely fine.